Manufacturer narrative:
H.6 investigation summary: five loose 10ml syringes were received and evaluated. It was observed on all the syringes there was tip damage, which was rejectable per product specification. Potential root cause for the damaged tip defect is associated with the marking process. It is possible the tip guide was out of adjustment. No corrective actions are necessary based on the defective rate identified. Batch 9170943 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the bd syringe luer-lok¿ tip was found "chipped" during use, with "small bits of plastic sticking" to the tip, and the needle could not be attached as a result. The patient reportedly used the needles to inject "10-15x/day". The following information was provided by the initial reporter: "one of my patient uses bd 10ml syringe luer-lok tip ref# 302995 for many years. But the last 2 boxes she received, more than half of them has the tip chipped or pieces of plastic sticking out as if there was a manufacturing problem. She could not attach her needles on them nor use them with her central PICC line" "at the begging every 4 out of 5 had that problem." "When I visually inspect them, they do seem to have small bits of plastic still sticking at the tip, but wouldn't have thought it would hamper it's function. But since the patient has being using syringes to inject herself 10-15x/day for her treatments for more than 9 years".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd syringe luer-lok¿ tip was found "chipped" during use, with "small bits of plastic sticking" to the tip, and the needle could not be attached as a result. The patient reportedly used the needles to inject "10-15x/day". The following information was provided by the initial reporter: "one of my patient uses bd 10ml syringe luer-lok tip ref# 302995 for many years. But the last 2 boxes she received, more than half of them has the tip chipped or pieces of plastic sticking out as if there was a manufacturing problem. She could not attach her needles on them nor use them with her central PICC line." "At the begging every 4 out of 5 had that problem." "When I visually inspect them, they do seem to have small bits of plastic still sticking at the tip, but wouldn't have thought it would hamper it's function. But since the patient has being using syringes to inject herself 10-15x/day for her treatments for more than 9 years."